Event description:
The customer reported that the system did not stop fluoroing after he released the xray switch.

Manufacturer narrative:
(B) (4). The ge service rep could not reproduce the problem.